Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The manufacturing date was not available.

Event description:
Related manufacturer reference number: 2017865-2020-06770, related manufacturer reference number: 2017865-2020-06773, related manufacturer reference number: 2017865-2020-06774. It was reported that the patient presented in clinic for lead extraction after it was found that the active atrial lead exhibited high capture threshold. The patient's inactive atrial and right ventricular lead, along with the active atrial and right ventricular lead, were found to be fractured. Fluoroscopy was performed and revealed fracture to the inactive right atrial and ventricular leads. All four leads were explanted and new atrial and right ventricular leads were implanted. The patient was stable.

Manufacturer narrative:
The reported event of lead fracture was not confirmed by analysis. Final analysis found that the insulation was abraded at 14.2 cm to 14.5 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The reported event of inadequate capture, however, was confirmed by analysis. The cause of the reported event of inadequate capture was isolated to the external insulation abrasions found on the lead. With the exception of procedural damage, no other anomalies were found.